Manufacturer narrative:
The pump was received in baxter, but has not yet been evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
The facility representative reported to baxter canada product surveillance a pump that shut down without warning. This event occurred before use. No patient injury or medical intervention was reported. No additional information is available.